Event description:
Boston scientific received info that during this first lead check post implant, the boston scientific sales rep sent in a fax to boston scientific technical services to confirm whether or not there was ventricular capture. Ts stated that there was good atrial pacing and capture with conduction, but there was no right ventricular capture. The physician plans to revise the lead soon. To date, no adverse pt effects have been reported. Add¿l info was received that this pt¿s rv lead exhibited increased thresholds. As a result the lead was explanted and replaced. To date, no adverse pt effects have been reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.